Event description:
On 8/18: customer reports during retrograde cystogram (pt info not provided), the tube carriage would not lock into place allowing rad imaging or fluoro. Customer reset the arm several times before it did lock into place. Once it locked into place, it would allow fluoro, but not rad imaging. Procedure was completed. No reported injury.

Manufacturer narrative:
The field service engineer troubleshoot the park arm problem to the park arm motor. Field service engineer found a bad connection to the linear actuator and resecured that connection. All service and operational checks were done per the system's service manual.